Event description:
Voluntary medwatch received states that the atrial lead showed low pacing impedance warning. No intervention or programming changes were reported. No patient condition was reported.